Event description:
It was reported that the patient experienced pain. The patient underwent a revision procedure wherein the old ipg was replaced with an magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively. The explanted ipg was not returned.